Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead from another manufacturer exhibited noise and oversensing that led to pacing inhibition for greater than two seconds. The rv sensing was programmed from automatic gain control at 0.6 millivolts (mv) to a fixed 3.0 mv. The system remains in service. No additional adverse patient effects were reported.